Manufacturer narrative:
This report is submitted on august 19, 2022.

Event description:
Per the clinic, the patient developed an infection and tissue granulation at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and underwent two skin revisions for cauterization with silver nitrate on (B)(6) 2021 and (B)(6) 2022. The symptoms resolved, and the patient resumed use of the device.